Event description:
It was reported the screen is unresponsive at times even with new pen/calibration. It was also reported the back cover is broken. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The display overlay is intermittently unresponsive; overlay is broken. Broken tabs on power cord bay door.